Manufacturer narrative:
Alleged failure: the barrel mechanism of the nanopass cat02298 broke off during the labral suture. An attempt was made to retrieve the broken piece of metal with an additional portal, but it disappeared into a fold of tissue and remained in the patient. Very experienced surgeon, this has never happened before. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: 1) user technique related factors, 2) difficult anatomy, extremely tough soft tissue, 3) use of excessive force. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the barrel mechanism of the nanopass broke off during the labral suture. An attempt was made to retrieve the broken piece of metal with an additional portal, but it disappeared into a fold of tissue and remained in the patient.

Event description:
It was reported that the barrel mechanism of the nanopass broke off during the labral suture. An attempt was made to retrieve the broken piece of metal with an additional portal, but it disappeared into a fold of tissue and remained in the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.